Event description:
According to the available information a xive implant was inserted into region # 19 on (B)(6) 2012. The cover screw was inserted by using a handpiece hex driver 0.9 mm/short with a handle. When removing the hex out of the patient's mouth the hex driver was missing from the handle. Immediately the dentist searched for the missing hex, placed the patient in an upright position, and asked the patient to attempt to spit it out. In spite of an intensive search in the patient's mouth the handpiece hex driver was not found. In (B)(6) 2013 the hex driver was found when an x-ray was taken in preparation of an itn (not related to this incident). A computed tomography scan was necessary to localize the aspirated tool and it was then removed endoscopically.

Manufacturer narrative:
Therefore, because surgical intervention was required in this event, it is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.